Manufacturer narrative:
The insulin pump was received with a severely damaged display window, severely damaged keypad overlay, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that her son ran over the insulin pump with the lawn mower. The patient's blood glucose at the time of incident was 290 mg/dl. Troubleshooting was initiated for the physical damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.